Manufacturer narrative:
The device was returned to zoll med corp; the malfunction was verified and attributed to an internal short on the system board. The system board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.